Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 200 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and subjected to a comprehensive investigation. A visual inspection of the returned sensor patch was performed, and no external defects were observed. The sensor was then placed on the evaluation module (evm) for scanning; however, the sensor did not scan. The evm was reset and a second scan attempt was conducted, which again failed. Data extraction from the sensor was not successful. The sensor was de cased for further evaluation. A visual inspection of the internal puck was performed using a digital microscope. Cracks were observed near the application specific integrated circuit (asic) and in the surrounding areas. These cracks are directly associated with the inability of the sensor to scan. Following internal inspection, an additional attempt was made to scan the returned sensor on the evm. The scan failed. The damage identified on the printed circuit board assembly (pcba) and antenna is preventing communication between the evm and the sensor. As a result, source meter unit (smu), poise voltage, and temperature testing could not be performed. The investigation determined that the damage to the pcba, introduced during the de casing process, is the cause of the sensor¿s inability to scan. The damaged asic traces prevent the sensor from establishing communication with the evm. Because functional testing cannot be completed, the investigation outcome is classified as unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 200 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.